Event description:
(B)(4) clinical study. Same case as: 2134265-2012-00460, 2134265-2011-05749. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and underwent intervention. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 3.5mm in diameter and 46mm long. The lesion was treated with direct stent placement using two overlapping taxus liberte stents (3.5x12mm, distally 3.5x38mm). Residual stenosis was 9%. Lesion 2 was located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 2.75mm in diameter and 18mm long. The lesion was treated with direct stent placement using a 2.75x20mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced angina and shortness of breath associated with fever and chills. The distal rca was treated with direct stent placement using a 3.5x38mm ion stent. Residual stenosis was 9%. In addition, the proximal lesion in the proximal rca was treated with direct stent placement using a 3.5x24m ion stent. Residual stenosis was 9%. The event was considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer -it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).